Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Upon system checkout, the cmos battery was replaced. The bios settings were reset. The system then passed system checkout. Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that when turning the image acquisition system (ias) on this morning, it was not booting up fully. It was getting stuck on system booting, please wait and not even advancing to initializing systems, please wait. The system was rebooted. Technical services requested disconnecting the umbilical, power down, reconnect the umbilical and power back on and that did not resolve. Logs were unable to be pulled from the image acquisition system (ias) to obtain more information. No patient was present.